Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient contacted baxter technical services (bts) for assistance regarding a slow flow patient line alarm the past two nights in drain one and also a system error 2240 alarm which occurred on the homechoice (hc) device when the patient was not connected. The bts representative recycled the power on the hc device, cleared the service alarm and explained the slow flow patient line alarm. The bts representative advised the patient to notify the pd nurse regarding missed therapy. On (B)(6) 2011, during follow up with the patient, the patient stated that she was able to resume therapy when the system error alarms were cleared. During the call, the patient mentioned that she had experienced an infection which required hospitalization. The patient stated that she was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, product surveillance contacted the nurse and the nurse reported the following information. On an unreported date, the patient experienced peritonitis which required hospitalization. It was not reported if laboratory data or diagnostic testing was performed or if remedial therapy was rendered. The cause of the peritonitis was not reported. While in the hospital, it was determined that the slow flow patient line alarm was due to fibrin in the catheter line which was treated accordingly with an unspecified medication. At the time of this report, dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies were ongoing. It was not reported if the outcome for the event of peritonitis had resolved. On (B)(6) 2011 product surveillance contacted facility and spoke with peritoneal dialysis nurse regarding the peritonitis. The nurse reported that this patient was diagnosed on (B)(6) 2011 with peritonitis. She was hospitalized on (B)(6) 2011 and released on (B)(6) 2011. She was treated with antibiotics. At the time of the call the type of peritonitis was unknown as the results had not yet been received by the nurse. The nurse believes the peritonitis was a result of the patients altered mental status and not from baxter's products or therapy. The patient is recovering at this time. The patient is currently in the hospital for altered mental status. No further information was given at this time.

Manufacturer narrative:
(B)(6). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. A trend review was conducted and similar reports have been received for the reported problem of peritonitis. Additional investigation is being conducted through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The system error 2240 (air in line) is not confirmed due to a lack of sample and the root cause was not determined. Neither the disposable set nor the homechoice machine were returned for evaluation, and the user did not verbally provide sufficient information to identify the cause of the alarm. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.